Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During follow-up, there was decreased high voltage impedance along with some episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.